Event description:
The customer reported to customer service that the transformer for her breast pump "cracked and fell apart and the wires are exposed."

Manufacturer narrative:
Customer service sent the customer a replacement power supply. In f/u with the customer, she indicated that after a couple months of use, two screws at the top of the transformer housing sheared off and the whole back came off as a result. However, she did not witness any smoke, fire or sparking and an injury was not sustained as a result of the issue. She also indicated that she returned the product, however, as of the date of this report, the product has not been received. Though the product has not been received and evaluated, this type of failure is typically associated with dropping the unit unto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated (B)(4) in order to determine root cause and will continue to be monitored. Should the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed at that time.